Manufacturer narrative:
There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax requiring a chest tube and hospitalization. The targeted nodule was 2.5cm in size and located in the right lower lobe (posterior segment) on the pleura. Radial endobronchial ultrasound (ebus) was utilized to localize the lesion. Instruments utilized for biopsy under c-arm fluoroscopy included a 21g flexision needle, forceps, and a bronchoalveolar lavage was also performed. The procedure was completed as planned. Staging utilizing ebus was performed after undocking the ion. The diagnosis obtained from pathology was inflammation (non-infectious) granulomatous inflammation (benign). A pneumothorax was suspected while the patient was still under because unequal chest movement was observed and there were higher peak pressures on the ventilator; a pneumothorax was confirmed by ultrasound. The initial size of the pneumothorax was unknown but thought to be large and did not increase in size; a 20 french chest tube was placed to resolve the pneumothorax, and no other interventions were necessary. Per the physician, the pneumothorax was related to biopsy of the lesion and not the ion system. This was a biopsy of a flat pleural versus subpleural pulmonary lesion. It was as peripheral as possible and thin relative to the angle of approach - a tough lesion to sample. The physician believed the pneumothorax could have potentially occurred via another biopsy modality, especially because the patient had a previous computed tomography (CT) guided biopsy of the lesion, which resulted in a small radiographic pneumothorax. After placing the chest tube, the patient was admitted to the hospital for 3 days then discharged home and was doing well. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.